Manufacturer narrative:
Date of procedure and implant estimated as (B)(6) 2019. Date of death estimated as (B)(6) 2020, one day before the av alert date. This will be filed as a death summary report per FDA exemption approval number - e2015009. The devices were not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. The reported patient effect of patient death as listed in the mitraclip system electronic instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the limited information reviewed, a conclusive cause for the reported patient death could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 12 death events with the clarifier non-cardiovascular death. The relationship of the deaths to the mitraclip device could not be determined based on the limited data received from the registry. Patients¿ mean age 78 years, ranging from 66 - 93 years. 67% patients were male, 33% patients were female. This will be filed by 7/31/2020 as a death summary report per FDA exemption approval number - e2015009. No additional information was provided.